Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a loss of capture from the right ventricular lead which resulted in no pacing and led to the patient experiencing asystole and ventricular tachycardia arrest which was successfully treated. The lead was explanted and replaced. It was also reported that during impedance testing of the replacement lead oversensing occurred, so there was loss of pacing for one beat. This was reproducible several times. The lead was implanted and remains in use. No further patient complications have been reported as a result of this event.